Event description:
It was reported the patient underwent a left knee revision arthroplasty approximately eight years post implantation due to pain, swelling, and difficulty ambulating; during the revision, it was found that the tibial component had a clear fracture at the stem and baseplate junction with disassociation between the tibial baseplate and stem. There was also gross loosening of the femoral component. All components were revised without complication. No additional information has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01203, 0001822565-2022-01204 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Worgul, christopher a., et al. (2022). Catastrophic failure of the tibial component after total knee arthroplasty: fracture and dissociation between the baseplate and stem. Arthroplasty today 14 (2022) 194-198. Http://doi.org/10.1016/j.art.2022.02.002.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. X-rays revealed significant lucency at the bone-cement interface of the proximal tibia concerning for subsidence (unconfirmed therefore not called out for subsidence). During the revision, extensive metal debris and pigmented tissue was noted. The tibial component was found to have a clear fracture at the stem and baseplate junction, with disassociation between the tibial baseplate and stem. The poly was well-fixed and locked into the tibial baseplate, and the baseplate with the locked poly had become loose and separated from the proximal tibia. There was also gross loosening of the femoral component noted intraoperatively as well. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.